Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/01/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was used to complete the procedure? What tissue was being approximated or sutured? What is the current condition of the patient?

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and suture was used. The suture frayed of end. No other information was provided. There were no adverse patient consequences reported.